Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed using a 27 mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). After the closure device was deployed with a positive tug test, the patient became hypotensive. Pass (position, anchor, size, seal) criteria was met and the device was successfully implanted. The was removed and a right to left atrial shunt was observed at the atrial septal defect. The oxygen saturation of the patient dropped. Via transesophageal echocardiogram (tee) it was noted that the right ventricle appeared dilated and hypokinetic. Advanced cardiovascular life support (acls) was initiated and an intra aortic balloon pump (iabp) was inserted. An atrial septal defect device was implanted. Left heart catheterization (lhc) was performed to check coronaries and grafts which were all open. A swanz ganz catheter was used to check pressures of the right side of the heart. A right bronchial angiography was conducted to rule out pericardial effusion. Tee showed improvement to the right ventricle and the patient was transferred to the intensive care unit. When the patient recovered from anesthesia, neurologic defects were noted. The neurology department reported that the stroke age was indeterminate, etiology embolic shower versus hypoperfusion from diffuse arterial stenosis, and patient was diagnosed with an ischemic cerebral vascular accident. On (B)(6) 2022, 10 days post procedure, the patient remained hospitalized in the medical intensive care unit. Cardiogenic shock had resolved and the patient was no longer on the iabp or pressors. A trial extubation was scheduled for the near future. No further information on the status of the patient is available at this time.